Manufacturer narrative:
(B)(4).this report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer reported to baxter (B)(4) that a system error 2240 (air in line) alarm was received. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to cycle power and retrieve the cassette. The tsr advised to let the nurse know about the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.